Event description:
It was reported that the right ventricular (rv) lead could not be loosened from the header of the device during implant. The non-abbott rv lead was replaced and a new device was implanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Upon analysis, the setscrew inset had been fully stripped by the torque wrench being forced down into the setscrew inset to try and engage the setscrew. A setscrew cannot be properly tightened when the setscrew inset becomes fully stripped. The inability to properly engage the setscrew was reproduced during laboratory testing due to it being fully stripped. This was also confirmed from analysis of the returned torque wrench, which had flattened corners from being forced down into the setscrew inset at an angle. Bench testing of the pacemaker found no all measured data to be within the normal range of operation. The reported inability to secure the lead into the header of the pacemaker was confirmed.